Event description:
The customer stated, she was hospitalized for low blood glucose levels and coma. The customer changed the infusion set, the day prior to the hospitalization and began having low blood glucose levels later that evening. The customer stated, she took glucose tablets but began feeling dizzy after the second tablet. By the third tablet, the customer stated she had passed out.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.